Manufacturer narrative:
Complaint (B)(4) product was injected into the patient and is not available for return. The event is a physiological event complication and analysis of the device generally does not assist in determining a probable cause of the event. This is a known potential adverse event addressed in the product labeling.

Event description:
The healthcare provider reported injecting one (1) syringe of form into the chin of a patient via periosteum in midline and mid-depth on the lateral portion. The patient healed from the initial treatment however, 10 weeks post injection, the patient experienced lumps, bumps, and soreness in the chin. The hcp continued to monitor the patient and treated with a warm compress. Safety database number: (B)(4). Additional comments: importer complaint number: (B)(4).